Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage check was performed and passed with 0.21 vdc. A pairing test/download was performed and failed . A pairing test/download on the walk around box was performed and failed. An isolation box transmitter ID check was performed. The results were undetermined. The transmitter was not advertising. A review of the share logs was performed but there was no data. The allegation was confirmed. The probable cause was determined to be a defective transmitter. The reported event of a pairing failure is reportable based on the finding of a defective transmitter. No injury or medical intervention was reported.